Event description:
The patient reported that she received the new wheelchair on (B)(6) 2025. She notices that one of the breaks on the wheelchair was not functioning properly and she had difficulties locking the breaks at times. On the day that the patient fell she was unable to lock one of the breaks which causes w/c to roll when she was attempting to transfer out of bed to the wheelchair. Her son and friend were at home with the patient at the time of fall and assisted tee patient back into the wheelchair. Patient reported experiencing pain in her arm which have resolved since then. Medline 800349-2900.